Manufacturer narrative:
The returned plate, 7001-0206l, was observed under magnification. The locking threads of the tab and proximal hole appear to be distorted and stripped; screws could only be inserted partially before they became stuck. The source of the distortion cannot be determined. Additionally mdrs associated with this event: 3025141-2018-00242: screw 1; 3025141-2018-00243: screw 2.

Event description:
While implanting a polarus 3 posterior plate, the surgeon experienced that two 4.3mm screws did not fit in the plates holes. The plate and screws were successfully replaced with new ones . There was a 15 minute delay in surgery as a result.